Event description:
It was reported the device has a broken connector and needs screws for the case. The customer was provided part numbers for the output connector and screws and the customer will be repairing the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.